Manufacturer narrative:
(B)(4). A visual and dimensional inspection was performed on the returned device. The reported dislodgement was confirmed during visual inspection. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents from this lot. The investigation determined the reported dislodgement appears to be related to operational context as it is likely that inadvertent mishandling during protective sheath removal resulted in the reported stent dislodgment. There is no indication of a product quality issue with respect to design, manufacture or labeling.

Manufacturer narrative:
(B)(4). Internal file number - (B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that during preparation of a 3.0 x 28mm xience alpine stent delivery system, when removing the protective sheath, the stent came off. The device was not used on the patient. Another xience stent was used to successfully complete the procedure. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.